Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom door not fully latched alarm, caused by a failed lower link switch. The lower auxiliary assembly, including the failed link switch, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.